Event description:
Pt was using a drive hospital bed model 15030, (B)(4). While attempting to elevate head section, the frame of the head end dropped flat. The pt was startled but not injured. The cause of the failure was as a result of a part of the head frame that engages with the actuator snapping off at the point where it is welded to the frame. The bed was removed from pt's home and a replacement of a different type was delivered. The affected bed is in our facility and is being removed from service.